Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side system (pss) set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the pss suj for evaluation; however the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product has been evaluated and/ or if additional information is received.

Event description:
It was reported that during prior to starting - pre-anesthesia with the da vinci x system, repeated non-recoverable errors were observed on universal surgical manipulator (usm) 2 when setting up for a procedure, resulting in the patient side cart being non-functional and the procedure unable to commence as planned. Technical support guided the customer through power cycling and resetting the system, but the fault persisted on usm #2 and the system remained down, requiring field service intervention. The procedure was aborted with no patient involvement, and the customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the patient side system (pss) set-up joint (suj) for failure analysis investigation. The unit was analyzed and error 32100 was confirmed indicating that the acj board reported a voltage monitoring fault reporting to the wrist brake. Visual inspection found the axis 2 encoder and proximal cable to be missing from the unit upon return, preventing further testing. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.